Event description:
The angioguard was prepped and ready for use in the patient, however, when it was going to be used in they noticed that the basked did not looked tapered. It looked like the basket would plow into the plaque, and not go through it

Manufacturer narrative:
The angioguard was prepped and ready for use in the patient, however, it was noted that the basked did not looked tapered. It looked like the basket would plow into the plaque, and not go through it. The product was not returned for analysis. However, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process.